Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: incidence and predictors of MRI scan utilization in MRI-conditional pacemaker recipients: a multicenter experience. Pacing and clinical electrophysiology. 2018; 41(11):1519-1525. 10.1111/pace.13503. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding magnetic resonance imaging conditional pacemakers. The authors noted the percentage of implant related complications and that during the follow up period there were device related malfunctions. Additionally, there were also device related infections. The status of the devices is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.